Event description:
The lens came out the side of the inserter during the insertion into the pt's eye. Another lens was used to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2008-00301 for the delivery device used with this intraocular lens. Results: the eval of the lens found a bent haptic, however, no indication was found that the lens came out the side of the inserter.